Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The connectors, pcbs and fuses were evaluated and reseated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system displayed an emergency stop was activated message; however, the emergency stop button had not been pressed. This error causes the system to shutdown. There is no report of injury or death associated with the event described in this complaint.